Manufacturer narrative:
Exemption number: e2013029. (B)(4). As of 12/04/2017, unit not returned for further investigation. The manufacturer reviewed the device history records, qa test data and risk analysis, complaint history for the model number and similar models and complaint records for similar issues. The shipping information was reviewed. No issue/problem was noted during data reviewed by the manufacturer. All risk mitigations, warnings and cautions are still correct, and in place. The device was not received for evaluation; therefore, a device analysis could not be completed. No further investigation required.

Manufacturer narrative:
Exemption number: e2013029. (B)(4). Consumer was advised to stop using the unit. A postage paid label was sent to retrieve the unit for further investigation and verbal request for unit return was made. The u.s importer is requesting manufacture of the device to further investigate this incident. The instruction manual for the home unit (model 6021reln2) has following warnings for the consumers: "do not adjust medication based on measurement values from this blood pressure monitor. Take medication as prescribed by your physician. Only a physician is qualified to diagnose and treat high blood pressure." "The monitor is not intended to be a diagnostic device." A root cause has not been determined. It has not been confirmed that the blood pressure monitor provided an inaccurate result or if the device caused or contributed to the reported incident. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The consumer (end user's son) called and reported that his father had a stroke. Consumer stated had the unit worked and read consistently he would have known he had extremely high blood pressure. Consumer reported the unit is reading inconsistent. His dad's wrist size is 7 1/4". The batteries are new alkaline batteries. Consumer was referred to microlife (other manufacturer) by (B)(6) on (B)(6) 2017. The microlife employee realized that unit was omron unit. His father was admitted to the hospital for 7 days and then was sent to a rehab facility for 20 days. The blood pressure readings were; 92/43, 125/66, 203/127,198/51 and 97/54. The son of the patient does not know how high the cuff inflated as he was not there. His dad has a bad memory now. His dad sits at the dining room table when taking readings and uses the unit four times per day. His dad is the only user. The consumer stated he is dealing with an attorney. The consumer was advised to not use the unit again. A postage paid label was sent t the consumer in order to retrieve the unit for further investigation. During a follow-up call with the quality analyst, the consumer stated his father had a stroke on (B)(6) 2017. He stated that his father's unit had been reading all over the place and that he was taking readings 3 times a day. His father purchased the unit on (B)(6) 2017. He stated that his father's doctors told him to take less of his blood pressure medication based off of the reading he was getting. The consumer stated that more information to be retrieved tomorrow. He just got to his father and does not have all the information on hand. The quality analyst provided information for returning the unit for inspection. During another follow-up call, the consumer stated his father had a stroke 30 years ago and has been taking medication for it. He stated that because the unit was reading incorrectly, his father's medications were changed and that could've caused him to have the stroke. The quality department made multiple attempts (on 09/21/2017, 09/22/2017, 09/27/2017 and 10/04/2017) to reach the consumer to obtain additional information and was unable to leave a voicemail. Qa was unable to get additional information.